Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. During the revision procedure, the physician discovered that the lead was not fully connected in the implantable cardioverter defibrillator (ICD) header. The lead was reinserted into the header with adequate measurements observed. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.